Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 500 mg/dl at the time of the incident. The customer experienced symptoms such as headache, pain in left arm, blurry vision, dehydration, and a fast heart beat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also reported that the pump is saying max fill when they do a fill tubing, and their doctor told them that it's not working well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08730 inches. Pump primed properly. Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.